Event description:
It was reported "saw surgeon in 2006 and complained of hip pain for the past week to 10 days prior. Took an x-ray and saw that the nail had broken. Scheduled surgery and removed short gamma 3 and replaced it with a long gamma 3 2 days later.